Event description:
The complainant alleged that during a routine check by a biomed the device displayed a "status 90" message. The complainant indicated there was no pt involvement with this reported malfunction.